Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported that the patient noticed that his line had broken, facility states that it was severed approximately 1 cm from the insertion site. Surgery resident used suture to clamp off line and placed a new dressing. 1:1 sitter initiated immediately after event occurred. Patient will need a new central line placed.